Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380731-47 console viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye of one of the console was flashing and difficult to see out of. The surgeon moved to secondary console. Technical support engineer (tse) reviewed logs and found no associated faults. The tse advised power cycling system when possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Failure analysis received the unit and was unable to replicate the reported issue. Troubleshooting was performed on site, but the issue could not be replicated. A visual inspection was conducted, and no problem related to the reported issue was found. The unit was installed on an internal eft system, and the reported issue could not be replicated. At this time, no problem was found, and the viewer appears to be operating as designed. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information available. There were no errors in the logs, the fse was unable to replicate the issue, and failure analysis found no functional problems with the device.

Event description:
Refer to h11 for follow-up information.